Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the percutaneous transluminal coronary angioplasty (ptca) was performed to treat a lesion in the left anterior descending (lad) with mild calcification, heavy tortuosity and 90% stenosis. After pre dilating the vessel with a 1.50x8mm balloon, the 2.5x12mm xience prime stent delivery system (sds) was deployed. A 2.5x12 non-compliant (nc) balloon was used for post dilatation per standard procedure and a distal edge dissection was noted. Another 2.5x38mm xience prime was used to treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.